Event description:
Additional information received reported that when the audiovox unit, consisting of a battery pack and an amplifier, was on the patient's person (as a fanny pack) the unit interfered with the performance of her stimulator and resulted in deep brain stimulation being turned on and off. The patient could leave the audiovox unit on a table in her house and walk around without issues, but this prevented the patient from leaving her house. It was noted that the patient had fallen seventeen times in the past month.

Event description:
It was reported that stimulation was turning off. The patient had an experience around christmas in which a chatterbox device she used to enhance her voice turned stimulation off due to the magnet. The patient was concerned that her medic alert device she wears around her neck also did the same thing when she accidentally pressed a button. It was noted that the medic alert device did not contain magnets and was safe for pacemaker patients. It was also noted that the patient had a hard time with balance and had recently fallen six times. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Neurostimulator: model 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3387, lot# j0527910v, implanted: (B)(6) 2005, explanted: na. Lead: model 3387, lot# j0527910v, implanted: (B)(6) 2005, explanted: na. Extension: model 7482, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Extension: model 7482, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Programmer: model 7438, serial# (B)(4).